Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 37701, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Note: patient has two systems - each system has one ins and one lead. It is currently unknown which ins and lead(s) may be contributing to the reported event. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in late (B)(6) 2017, the patient started noticing charging was taking forever; they have been needing to charge every single day for a good three hours. The patient had also started experiencing the same pain they were implanted for, even when their ins was off. The patient originally had a constant pain in their left leg, and started noticing it in (B)(6) 2016, and then the pain moved into their right leg as well in (B)(6) 2017. It was also noted the patient was more comfortable with the ins off than when it was on. The patient was getting good coupling when recharging. It was noted that they had met with a manufacturer representative who added a "d-mode" in their programmer, and if they turned the stimulation up real high they could get rid of the pain but it drained their ins more. They were redirected to their doctor to diagnose the increased recharging needs, assess the pain and to perform reprogramming to see if they can get stimulation more on one side in one leg. The patient was scheduled for a MRI of their lumbar spine and a cat scan with intravenous contrast myelogram to check the their leads to see if the leads have pulled away from their spine and may be contributing to the pain. It was also noted the MRI was also being done to see if it can be determined why the time to recharge has increased. No further complications were reported or anticipated.